Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) is not sensitive in changing color, and there is a noticeable lag. There was no reported patient injury. Closure is performed at the end of the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) is not sensitive in changing color, and there is a noticeable lag. Hemostasis was achieved using manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible with no noted anomalies. The device was not attempted to be deployed outside the patient¿s body. Closure was performed at the end of the procedure. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There were no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The procedure was a lower limb artery stenosis surgery using a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) is not sensitive in changing color, and there is a noticeable lag. Hemostasis was achieved using manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible with no noted anomalies. The device was not attempted to be deployed outside the patient¿s body. Closure was performed at the end of the procedure. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There were no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The procedure was a lower limb artery stenosis surgery using a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in a manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard was fully depressed and locked successfully. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was performed on the internal mechanism. The internal mechanism is assembled correctly, and no anomalies were observed in the indicator window. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window damaged access site lost¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.